Manufacturer narrative:
One device was returned for analysis of complaint that pump displayed cassette not attached during pre-test. There was no service record found for the last 12 months. Review of event log found high alarm displayed: cassette not attached properly. Investigation found severe bubbling of the downstream occlusion (dso) seal. The most likely cause of the reportable malfunction was identified due to the downstream occlusion sensor (dso). This could lead to a blockage going undetected, causing too little or no medication to be delivered, which may delay treatment or cause serious harm if the medication is critical. This is a reportable malfunction. There was no patient involvement. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair.

Event description:
It was reported that pump displayed cassette not attached during pre-test. Investigation found severe bubbling of the downstream occlusion (dso) seal. The most likely cause of the reportable malfunction was identified due to the downstream occlusion sensor (dso). This could lead to a blockage going undetected, causing too little or no medication to be delivered, which may delay treatment or cause serious harm if the medication is critical. This is a reportable malfunction. There was no patient involvement.